Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract completely and stuck the nurse in the left palm. Blood tests were conducted and came back negative. The following information was provided by the initial reporter: ""I went to start an IV for a patient and then draw blood. Needle was inserted in patient left a/c, needle removed from patient and button clicked for retraction. Extension tubing applied and blood drawn from IV site. I labeled the blood and went to properly dispose of sharps. As I was carrying the sharps to the red biohazard box the need of the IV poked my left palm, need thumb. My understanding is the needle did not go all the way back into the hub and was barely sticking out still sticking the clinician inadvertently."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The DHR for lot: 0176418 has been reviewed. This lot was built and packaged on afa line 13 from 29jun2020 through 02jul2020 for a quantity of (B)(4) units. No related quality issues or process deviations were found. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract completely and stuck the nurse in the left palm. Blood tests were conducted and came back negative. The following information was provided by the initial reporter: ""I went to start an IV for a patient and then draw blood. Needle was inserted in patient left a/c, needle removed from patient and button clicked for retraction. Extension tubing applied and blood drawn from IV site. I labeled the blood and went to properly dispose of sharps. As I was carrying the sharps to the red biohazard box the need of the IV poked my left palm, need thumb. My understanding is the needle did not go all the way back into the hub and was barely sticking out still sticking the clinician inadvertently."